Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual, performance, and electrical tests performed. Ipg exhibited normal device characteristics. Sc-8116-50 (sn (B)(4)) the complaint was confirmed. Visual inspection revealed multiple fractured cables along the lead body. The fractured cables are exposed. It appears that excessive tensile force was exerted onto the lead bodies resulting in the cable fractures. Additionally, electrodes 10, 12, 15, and 16 are partially dislodged. All electrodes are still connected to their respective cables.

Event description:
A report was received that the patient experienced vomiting due to severe pain at the battery site when the stimulator was on. The patient will undergo a revision procedure wherein a new ipg will be implanted and will be relocated.

Event description:
A report was received that the patient experienced vomiting due to severe pain at the battery site when the stimulator was on. The patient will undergo a revision procedure wherein a new ipg will be implanted and will be relocated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced and relocated. The physician did not suspect malfunction on the ipg. It was also reported that during the procedure, the physician found out that the wire of the paddle lead was sticking out of the silicone casing of the lead which was the reason why the patient was experiencing pain at the pocket site. The defective paddle lead was replaced. Additional suspect medical device component involved in the event: model #: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient experienced vomiting due to severe pain at the battery site when the stimulator was on. The patient will undergo a revision procedure wherein a new ipg will be implanted and will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced and relocated. The physician did not suspect malfunction on the ipg. It was also reported that during the procedure, the physician found out that the wire of the paddle lead was sticking out of the silicone casing of the lead which was the reason why the patient was experiencing pain at the pocket site. The defective paddle lead was replaced.

Event description:
A report was received that the patient experienced vomiting due to severe pain at the battery site when the stimulator was on. The patient will undergo a revision procedure wherein a new ipg will be implanted and will be relocated.